Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2019 from date manufacturer was made aware. Block d6b: explant date: 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7049963. UDI: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulator explant procedure due to patients body was rejecting the device.